Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found an anomaly and nonconformance. All observed deficiencies were corrected and the device was approved for use. The DHR anomalies were not related to the alleged device failure. The returned lead showed a kink with all wires broken approx 23cm from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00409 and 1627487-2011-00410. The pt received an scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two lead anchors. It was reported that one of the leads was replaced due to a fracture possibly resulting from the pt's recent physical activity. The anchors were not modified. Effective stimulation was recaptured for the pt as a result of the procedure.